Manufacturer narrative:
(B)(6).

Event description:
The procedure performed in this case was tapp. The device could not get through 5.5mm trocar. When pulling out the instrument the trocar has to be held in place to avoid dislocation. The diameter of the device was measured at 5.58mm. The current patient status is good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one fixation device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Tacks were visible in the shaft. The timing was not disengaged for the instrument. The handle was actuated and the instrument cycled properly. Visual and functional testing of the returned sample confirmed the product met quality release specifications. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)